Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the right atrial (ra) lead exhibited placement difficulty and the helix would not retract. The ra lead was replaced. No patient complications have been reported as a result of this event.